Event description:
A medical or therapy problem was reported in regards to a pt feeling a shocking or jolting sensation that occurred "about a year ago". The reported sensation occurred in the location of her left foot and right back shoulder. It was noted that the sensation could be felt with the ins system turned either on or off. It was reported that either an accident or incident, to the reporter's knowledge, could not be attributed to this complaint. Basic functionality of pt programmer was discussed. It was reported that the pt chose group f, which stimulated both legs. It was noted that the pt had never used this group before. The pt's status was unk at the time of the report.

Manufacturer narrative:
(B)(4).